Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the non-dependent patient presented remotely, and felt the patient notification. On (B)(6) 2017, the patient presented in-clinic. Upon interrogation, the right ventricular lead exhibited out-of-range high impedance. All other electrical measurements were normal. On (B)(6) 2017, the patient presented for a lead revision procedure. During the procedure, the lead was capped and replaced, and externalized conductor was observed via chest x-ray. The patient was stable during and after the procedure.